Manufacturer narrative:
Failure to advance: the cause of the delivery issue was determined to be patient condition related to significant calcification per clinical details. Additional information has been provided in d1. Additional information has been provided in h6 (component code, type of investigation, and investigation conclusions).

Event description:
The complainant reported that a patient was scheduled for a primary percutaneous coronary intervention an angiogram revealed significant calcification of the great vessels including the iliacs and femorals. Additionally, the physician had concerns with placing an impella cp due to a left ventricle aneurysm. The impella cp was not placed due to the patient's anatomy. An intra-aortic balloon pump was placed and the procedure was completed successfully. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.